Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned cup confirms in-growth was not successful. There is nothing outward noted to suggest product error. The three bone screws reportedly used to aid in fixation were not returned for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Poor patient bone condition is one possible factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Devices b4kcw4000, bp2c14000, 2535401, 2457936, a34be4000 associated with this report were not returned. Previous examination of the returned product b5dhc1000 finds nothing outward to suspect product contribution. A review of the device history records for lot codes b4kcw4000, bp2c14000, 2535401, 2457936, a34be4000 and b5dhc1000 did not reveal any related manufacturing anomalies. Medical records were obtained and reviewed by a medical professional. With the limited amount of information provided, it is not possible to determine that the implants contributed to the reported events. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pfs alleges loose stem, fracture bone, fracture component and elevated metal ions. No lab result provided. Stem was captured on pc-000512071. At this time it¿s unknown where the fracture occurred. If/when more information is received, the pc will be updated as needed. Added lawyer, law firm and expiration date. Updated patient initials. Doi: (B)(6) 2008; dor: feb 21, 2011; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pt revised for dislocation, found cup loose and vertical.